Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6), product type recharger product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID 97745bp lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the controller (serial# (B)(6) found it was scrapped due to intermittent failure/elec. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was over the last 2 or 3 weeks (then caller stated in the past week) they have been receiving different messages. Caller stated that they could not remember the error messages but they would get the message device not connected (pss understood no device found). Caller stated that it took them 2 or 3 hours to charge their implant compared to only taking an hour to charge implant. Caller had reset the controller but that had not resolved the issue. Caller stated that one of the times they attempted to charge the implant they received the message device not connected but the pts implant battery increased 10% or 20% higher. During the call the caller attempted to charge the implant and they were able to charge the implant at excellent with a green flashing light. Caller stated that the controller was a 100% charged during the call and the caller denied any heat when recharging the implant. The troubleshooting steps that were taken on the call resolved the issue. If the caller receives any error messages in the future they will document the error and call patient services for further assistance. Caller stated that the patient had an MRI tomorrow and would like the implanted device to be charged. Additional information received reported that the pt rep. Called and reiterated details of case. Pt rep. Said pt had been getting various alert messages including "no device found" when trying to charge implanted neurostimulator(ins) with recharger antenna. Pt mentioned ins taking longer to charge because of getting "no device found;" pt taking 2-3 hours to charge ins. Pt had entered passive recharge mode at one point in time and had received "batteries low: recharge the battery" message recently when attempting to charge ins. Pt rep. Also mentioned controller had been freezing up and not advancing screens; pt rep. Had been performing battery resets to resolve issue. Pss emailed repair to replace recharger antenna and controller. Pt re. Mentioned recharging lately had been a "real chore." During the call, controller charge was at 60% and ins charge was at 90%. The patient representative called back from same number. Caller said patient just received replacement controller from repair but controller screen won't power on from ac power supply, won't power on with lithium battery pack, does come on with aa's but will not bypass the setting the time screen, screen frozen. Caller requested new battery pack be sent along with replacement controller (b/c bp didn't work in new controller sent), pss reviewed info but due to being sent controller that wasn't working caller felt more comfortable being sent new bp along with controller. Pss emailed repair to send replacement bp and controller to pt.